Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "revised because the alumina head fractured into many pieces. Removed the pieces and retrieved and saved." The exact implantation date was not provided, however, it was indicated that the reported device was implanted approx 10 years ago.